Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that during a clinic visit the controller alarm logs showed multiple "vad stop" alarms. The controller date and time also showed the year of "00". The patient denied hearing any alarms other than the "critical battery" alarm; however, no "critical battery" alarms were recorded on the alarm log. The vad coordinator verified multiple times that the patient "received a high priority critical battery alarm". Log files were sent and the patient's primary controller was exchanged for his back-up controller without issue. Investigation is ongoing.